Manufacturer narrative:
Analysis for fiber 0010-2400-603a-(B)(4): the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing open end exhibits minor scratch marks, and moderate contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that an excessive fiberlife message appeared on the system display several times, then the system totally locked (reverted to standby) at 162,372 joules of use and 20:49 minutes. The procedure was completed using a second surgical fiber. Patient: "no injury" reported. There was no injury to patient reported.